Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of restoration stem and body due to subsidence.

Manufacturer narrative:
An event regarding subsidence involving a restoration modular stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: not performed as no medical records were received. Device history review: there are 4 lot codes associated with this conical stem. Caxt80ed, caxt80ec, caxt80ee & caxt80ea. Review of the device history records for the 4 lots indicates devices were manufactured and accepted into final stock on 08-dec-2015 and 10-dec-2015 with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined due to a lack of information. Further information such as medical records, x-rays, operative reports and return of devices are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be

Event description:
Revision of restoration stem and body due to subsidence.